Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited noise and oversensing on the right ventricular (rv) channel. Technical services (ts) was consulted and recommended programming options. At this time, this rv lead remains in service, and no adverse patient effects were reported.